Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.